Manufacturer narrative:
Pump passed the self test and displacement test. The test energizer battery was removed from the battery compartment and the pump was monitored for 10 minutes. The pump powered up properly after insertion of the battery and no unexpected pump error 23 alarm were noted. Pump received with normal operating currents, no low battery alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an error alarm and the battery was lasting less than a week. Blood glucose level at the time of the incident is unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.